Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the c2safe was not working properly. A field service engineer closed the complaint, since the customer confirmed that issue had been resolved. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ cii safe had a door was failed to open and that states an error "no doors recognized". The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.